Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient was hospitalized due to a urinary tract infection. The patient¿s overall condition was ¿limited¿ and the patient¿s lactate dehydrogenase (ldh) levels were in the 800¿s. An echocardiogram was performed and indicated that the aortic valve was opening regularly and the left ventricle was not unloading sufficiently. The patient's event history indicated a decrease in pump power and device thrombosis was suspected; therefore, a pump exchange was performed on (B)(6) 2014.

Manufacturer narrative:
Upon disassembly of the returned pump, visual examination revealed non-laminated depositions of denatured blood on the rotor and within the proximal side of the outlet stator, as well as within the outflow elbow. The texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin) before being returned to the manufacturer for evaluation. It is unknown if these depositions were actually present while the pump was supporting the patient; however, contact marks seen at the distal end of the rotor indicate that the deposition within the proximal side of the outlet stator was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the reported elevated ldh. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 1 year. Patient weight: the patient's weight was not reported to the manufacturer. Device evaluated by manufacturer: the explanted device was retained by the hospital. The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.